Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the u.s. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible on the shaft, balloon, and in the guide wire lumen, which is consistent with handling and the sds at least partially advanced over a guide wire. The stent was dislodged from the balloon and returned inside a non-abbott rotating hemostatic valve (rhv). The stent was mangled inside the rhv. There was an unknown green substance inside the rhv, which likely came in contact with the rhv and stent during packaging, handling and return to abbott vascular for analysis. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon taper was slightly bunched. There were multiple kinks throughout the entire length of the hypotube consistent with the way the product was rolled up when received. The inner diameter of the rhv was measured with a .0121 pin gauge. Possible causes for difficulty to insert the sds into the rhv may include, but are not limited to, increased stent profile or stent damage during manufacturing or preparation for use, damage to the rhv, the rhv is not sufficiently open enough for stent profile, or insertion technique. It is likely the rhv was not fully open as noted in the return analysis, resulting in an interaction with the stent. If force was applied in the attempt to advance the sds through the closed rhv, it would have contributed to further damaging the stent and the noted bunching of the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulty inserting the sds in the rhv and noted stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Reportedly when the surgeon started to insert the stent delivery system, the stent delivery system became stuck in the y-connecter. No additional event or patient information is available. Device analysis revealed that the stent was dislodged from the delivery system.